Manufacturer narrative:
Continued: e.1. Zip code: (B)(6) phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional through regulatory agency reported "capsular contracture baker grade iii" and "breast is hard and deformed". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a5, a6, e1, g2.

Event description:
Healthcare professional through regulatory agency reported "capsular contracture baker grade iii" and "breast is hard and deformed". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. The device was explanted.